Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic loop electrical excision procedure (leep), coagulation was performed but resulted in a black crusted area on the tissue. The patient was discharged after the procedure but then came back due to heavy bleeding. After another two unsuccessful coagulation attempts, the bleeding could finally be stopped in the third attempt. No further information was provided, but there was no report about a malfunction of the hf-generator during the procedure.

Manufacturer narrative:
Additional information: d4 - serial number, h4 - device manufacturer date device evaluation: the suspect medical device was not returned to olympus for investigation/evaluation. Therefore, the investigation/evaluation was performed exclusively on the basis of the provided information. The exact cause of the reported phenomenon and the patient¿s outcome could not be determined and is being judged as unknown. However, according to the available documentation, the customer assumes that the reported event/incident was caused by incorrect generator and coagulation settings, which was evaluated as plausible. The hf generator at hand was therefore probably in standard condition at the time of use. Therefore, this event/incident can most likely be attributed to user error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.